Event description:
It was reported that one-day post-procedure dislodgement was observed on the atrial lead. Loss of capture and no sensing were noted. The atrial lead was explanted and replaced. There were no adverse health consequences to the patient; the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.